Event description:
It was reported that during inspection of the device, the brake pedal would not engage the brakes. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: dowel pin.